Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52, implantable pacing lead: (B)(6) 2005, implantable tachy lead (B)(6)2005.(B)(4).

Event description:
It was reported that the device battery is approaching elective replacement indicator (eri) sooner than expected based upon the reported usage over the life of the device. The device remains in use. No patient complications have been reported as a result of this event.